Manufacturer narrative:
Customer has not yet returned the device to the manufacturer. When and if the device is returned and evaluated, the manufacturer will file a f/u report detailing the eval results.

Event description:
A report was received that stated during an injection, the needle became detached from the syringe. No needle-stick took place. There was no pt injury reported.